Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. During the procedure the pulse generator exhibition a loss of low voltage output due to electrocautery exposure. The patient was in complete heart block with slow junctional escape. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was received operating in eri mode. Analysis performed at nominal settings did not find any anomaly other than voltage being at eri level. Longevity assessment was performed, and it has met the projected longevity. Visual examination noted burn marks on device¿s can from exposure to electrosurgical cautery. User¿s manual indicated that electrosurgical cautery can inhibit the pulse generator operation.